Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The assignable cause was false empty detect and use error, inappropriate bypass of the low drain volume (ldv) alarm, not including initial drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 23:20:12. During night drain cycle five, the patient's ultrafiltration reading was 2903ml, indicating the home patient (hp) drained 2903ml more than their maximum programmed fill volume of 2300ml. No additional information is available.